Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems with one occipital (off-label) lead and supra-orbital (off-label) lead each. Three of these four leads are from the same lot (3969220). The lead from a different lot is occipital. This issue is related to the supra-orbital leads. It was reported the patient experienced a burning sensation in the right side of her pain pattern upon turning on stimulation. The patient was advised to turn stimulation off. Upon meeting with the patient, the sjm representative was able to determine the sensation was occurring where the right supra-orbital lead is located. X-rays revealed no anomalies. The patient was then advised to assess whether the issue resolved with or without stimulation. The patient also received pain medication for the issue. Further details indicate the issue did not resolve. The physician suspected the issue was not related to the leads. Subsequently, the patient began experiencing migraines and also reported the burning sensation also occurs without stimulation. As a result, surgical intervention will be taken at a later date to address the issues.

Event description:
Additional information received identified the patient's scs system was explanted.